Event description:
The patient was admitted for a percutaneous coronary interventional (pci) procedure. A balloon was used during the procedure; no problems were noted and the inflation occurred without issues. The balloon catheter was removed at the same time. When the registered cardiovascular invasive specialist (rcis) received the balloon catheter after the md removed it, the md noted the balloon catheter was broken at the site of the juncture where the wire comes out of the catheter. Both pieces were inspected by the md and they did not note any pieces missing.